Event description:
Caller went to the hospital because of device results. It was stated that the device read 370mg/dl and she went to the hospital. At the hospital 4 to 5 hours later the customer's device read 350mg/dl and the hospital's device read 120mg/dl. No treatment was received by the caller. A request was made for the return of the suspect device and replacement product was sent.